Manufacturer narrative:
Manufacturer's investigation: the reported event of one of the charging ports of (B)(4) staying red at all times was confirmed. (B)(4) was evaluated by technical services under work order (B)(4). During the evaluation of the returned universal battery charger (ubc) a red led on slot #2 with error code s0003 was reproduced. Visual inspection of the power supply printed circuit board (pcb) revealed a burn mark on the pcb adjacent to one of the terminals of component d14, which is involved with the channel 2 charging circuitry. Dried fluid residue and corrosion were observed around d14 and several of the surrounding components. Dried fluid residue and corrosion were also noted in several other areas of the pcb and on the slot 2 pocket cable assembly. The power supply pcb and pocket cable assembly were replaced. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site. The root cause of reported event can be correlated to fluid ingress onto ubc's power supply pcb.

Event description:
It was reported that the customer requested a loaner universal battery charger (ubc) due to one port that stayed red continually. During the investigation, burn marks were discovered on the printed circuit board (pcb). Additionally, a dried fluid residue/corrosion was found. The account reported that no patient was involved with the event. No additional information was provided,